Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems have been attempted to be implanted during stent placement procedures performed on unknown dates. Reportedly, the reporting facility has installed over 300 axios stents and the expert physicians have mastered the deployment system even in difficult situations. However, since (B)(6) 2025; opening issues with implants intended for bile duct drainage have been noticed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B.3.: approximated based on the date the opening issues with implants intended for bile duct drainage have been noticed. H.6.: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of required intervention to address the event.

Manufacturer narrative:
Block h6 (device code) was corrected following a dqa's review which determined that the complaint is a general allegation about difficulty deploying stents, particularly the distal (first) flange. Block b3: approximated based on the date the opening issues with implants intended for bile duct drainage have been noticed. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of required intervention to address the event.

Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems have been attempted to be implanted during stent placement procedures performed on unknown dates. Reportedly, the reporting facility has installed over 300 axios stents and the expert physicians have mastered the deployment system even in difficult situations. However, since (B)(6) 2025; opening issues with implants intended for bile duct drainage have been noticed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block b3: approximated based on the date the opening issues with implants intended for bile duct drainage have been noticed. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of required intervention to address the event. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems have been attempted to be implanted during stent placement procedures performed on unknown dates. Reportedly, the reporting facility has installed over 300 axios stents and the expert physicians have mastered the deployment system even in difficult situations. However, since june 2025; opening issues with implants intended for bile duct drainage have been noticed. There were no patient complications reported as a result of this event.